Event description:
After using safetyglide needle 25g-gauge x 1" ref 305916 lot 5225636 and attempting to engage the needle safety device, the safety mechanism failed to deploy correctly. The safety device was fully extended, but it did not cover the of the needle.